Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply s/n (B)(4) hand piece was smoking when prompting to perform a case. The case was stopped and the vh-3010 was pulled out of service. Warranty for the vh-3010 expired on 4/17/2011. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply s/n (B)(4) hand piece was smoking when prompting to perform a case. The case was stopped and the vh-3010 was pulled out of service. Warranty for the vh-3010 expired on 4/17/2011. A replacement device was used to complete the procedure. The hospital did not report any patient effects.